Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the patient was twiddling the ipg, it flipped numerous times and pulled the leads down. The physician decided to remove the spinal cord stimulator (scs) system. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg and leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7115815 / 7115849.